Manufacturer narrative:
The patient requested removal and exploration of her devices due to neuropathic pain and to prevent potential nerve injury. The surgeon plans to replace it soon. Several mdrs were submitted for this event (2031049-2021-00022).

Event description:
The left fossa component was removed due to malposition.